Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a clear fluid discharge at the pocket site. No pain was reported. The patient was prescribed antibiotics. Infection was ruled out. Issue has been resolved.